Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion. Cts forwarded customer letter cl2015-187 provides information on donor cells vs. Autologous (patient) red cells. Cts also forwarded the interpretation guide in which indicates that: "following centrifugation of a freshly collected patient sample drawn from a recently transfused patient, the potential exists for the donor's transfused red cells, which are denser and heavier, to concentrate at the bottom of the sample tube in a layer below the patient's own red cells, which are less dense and lighter. If the cell suspension used for testing contains a majority of transfused donor cells, unexpected patient results could be observed due to the patient cells are absent in the prepared cell suspension. The unexpected patient result could be associated with the transfused donor cells, or it could be due to a mix of patient and donor cell populations."

Event description:
Customer reported a false negative result for the dat test to a post transfusion sample when tested on the ortho vision which showed a 1+ by the manual gel method. The dat was positive 2+ on a sample taken just before the transfusion for that patient. Both samples (before and post transfusion) were repeated on manual gel method and both were positive 1+. Abo rh, antibody screening and dat were done just before transfusing a patient. The patient had a reaction during the transfusion (fever; they stopped the transfusion and gave the patient (B)(6); nothing else was required). The reaction during the transfusion was not due to a false result; the cause is not identified yet, per customer. In their protocol, customer have to rerun the sample taken before the transfusion and they are testing also a sample post transfusion. Relevant information: issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: dat (igg c3d) gel card. Reaction grade obtained: neg on the post transfused patient sample) . Customer was expecting: positive. Test repeated: yes, on manual gel. Method/result obtained by repeating: positive 1+ number of samples affected? 1. Was qc affected? No. Patient clinical history: patient's diagnosis: not provided. List of medications: not provided. Transfusion history: not provided. Donor information (relevant if issue occurred post-transfusion): not provided. Number of blood unit transfused: not provided. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: adequate. Visual appearance before use: adequate. Actions already performed by contact: customer reran both pre and post transfusion patient samples on manual gel.